Event description:
This system was explanted due to an infection of (B)(6). The system has not been replaced. The devices were retained at the hospital. Should additional information become available this file will be updated.